Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria.. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, a patient reported experiencing very high blood glucose (bg) levels since the previous day while wearing a pod on the skin for approximately 49 to 71 hours. Reported bg values went up to 430 mg/dl. The patient also experienced symptoms including chest tightness, chest pain, abdominal pain, and hyperglycemia. That same day, the patient sought medical attention at an emergency department and received intravenous fluids and sodium. The patient was discharged the same day with a diagnosis of hyperglycemia. No information was provided regarding insulin dosing, last bolus, cannula insertion, adhesive status, alarms, or whether the pod was worn during medical attention. No information was available on confirmation of bg levels using a backup meter. Following the emergency department visit, the patient continued to feel unwell and an ambulance was called. This report covers the first emergency room visit. (Insulet reference numbers: (B)(6)).